Event description:
It was reported that lead was capped and replaced due to intermittent high, out of range, pacing lead impedance. Patient condition was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.